Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having problems with the stimulator and did not have a lot of success. The patient clarified since implant, the stimulator was rubbing against a major scar issue. The patient said the ins was rubbing against the scar, and since it was placed in the stomach, the patient can't bend or sit without a lot of aggravation. The patient said it makes relief from the original pain irrelevant because it is worse. The patient said he was scheduled for a reposition surgery on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported the patient did not realize that it would be placed so close to the existing scar tissue. The reposition surgery resolved the issue. No further complications were reported.